Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the unit functions correctly except when it is connected to the docking station and powered on. The screen refreshes every 6-7 seconds. There were no consequences or impact to patient reported.

Manufacturer narrative:
The returned device was evaluated which included functional testing. During this testing the screen was found to flicker every 5-6 seconds only when unit is docked. The power charging indicator light does not flash per customer complaint. The rds-3 system board was found to be defective. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.